Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky / severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta.   The delivery system was not returned to edwards lifesciences for evaluation.  A review of imagery provided showed the following:  horizontal aorta with calcification present; a horizontal aorta can potentially complicate articulation of the delivery system during tracking over the aortic arch and positioning of the valve; tortuosity present in the access vessel and upper region of the aorta (thoracic aorta, aortic arch, and ascending aorta). Procedural imagery shows the thv crimped and partially on the inflation balloon (indicated by inflation balloon spring). Procedural imagery showing the thv crimped in the descending aorta and covered with self-expanding stent.  Additionally, a video was provided showing the cardiologist demonstrating how much force he used to separate the handle. After full flexing and the flex wheel being over-torqued, the handle was separated from flex wheel. A sample device was used in order to replicate the failure mode of handle separated. The flex wheel on the sample device handle was rotated past the full flex indicator to duplicate the breakage and separation of the handle. Applying rotation to the flex wheel past full flex (noted by indicator) will damage the handle spine, allowing the handle components (nose cone, handle barrel, body) to become separated. During manufacturing, the delivery system and component were both visually inspected and tested several times throughout the process. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis.  All pv testing passed specification.  These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. A device history record (DHR) review and lot history review were unable to be performed as no work order was provided. A review of complaint history on confirmed device complaints (returned and no product returned) from january 2020 december 2020 revealed additional similar complaints for the commander delivery system (all models and sizes) for delivery system withdrawal difficulty, valve dislodged from balloon, and articulation difficulty. Available information suggests that patient/procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for delivery system withdrawal difficulty-valve through sheath, handle separated from flex shaft, delivery system valve dislodged from balloon and delivery system articulation difficulty were confirmed by imagery provided. Due to unavailability of device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. A review of IFU/training materials revealed no deficiencies. Procedural imagery showed that there was presence of tortuosity in the patient¿s upper region of the aorta / aortic arch and horizontal aorta. This patient factor can create a challenging pathway during tracking of the delivery system/valve over the aortic arch, causing the reported articulation difficulty. Complaint description states that while trying to flex and advance delivery system over the arch there was an audible ¿pop¿ heard. ¿the physician noted the wheel of the catheter had popped off and the handle separated into two pieces¿. It is possible that, as an attempt to overcome the tracking difficulty through the arch, the delivery system was over torqued during the procedure. IFU states ¿do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure¿ and ¿do not over flex while tracking over aortic arch¿. Over torquing and flexing can create enough force to cause the separation of the handle from the flex shaft of the delivery system. Per report, ¿the physician believed that the catheter was over flexed and over manipulated. It was not due to a device defect¿. Replication testing of a sample device demonstrated that applying rotation to the flex wheel past full flex (noted by indicator) will damage the handle spine, allowing the handle components (nose cone, handle barrel, body) to become separated. As such, available information suggests that patient factors (tortuosity and horizontal aorta) procedural factors (excessive device manipulation/ over torquing of flex wheel) may have contributed to the complaint events. However, without a device for evaluation a definitive root cause was unable to be determined. After an unsuccessful attempt to track the delivery system over the arch, the decision was made to retrieve the devices as a unit. ¿upon removal of the system, only the delivery system was pulled out and the esheath and valve remained in the patient. The valve was stuck at the end of the sheath¿. Tortuous access vessel can create a non-coaxial configuration of the delivery system / valve and sheath tip. It is likely that during withdrawal attempts through the tortuous access vessels, the valve became stuck on the sheath distal tip. If the delivery system was continually pulled proximally, it would result in the valve to be dislodged from the delivery system balloon. As such, available information suggests that patient factors (access vessel tortuosity) and procedural factors (non-coaxial withdrawal of valve / excessive device manipulation) may have contributed to the complaint events. However, without a device for evaluation a definitive root cause was unable to be determined. Since no product non-conformance were able to be confirmed and no labeling / training/IFU deficiencies were identified, a product risk assessment and corrective / preventative actions are not required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, the delivery catheter was flexed and was not able to advance through the aortic arch.  The physician noted the wheel of the catheter ¿popped off¿ and the handle separated into two pieces.  The physician was able to reattach the handle and attempted to remove the device as a unit.  Upon removal of the system, only the delivery system was pulled out and the esheath with valve remained in the patient.  The valve was stuck at the end of the esheath and a 24fr non-edwards sheath was used to attempt to capture the valve and delivery system for removal.  During this attempt, the patient experienced significant blood loss; cell saver was used, and the patient received 10units of blood.  The crimped valve was implanted in the descending aorta and anchored with self expanding stents.  A second valve was implanted in the aortic annulus with no complications.  A cutdown was performed to repair the femoral access site after the valve was secured in the aorta and the second implanted as intended. The patient was stable post procedure.  The physician believed that the catheter was over flexed and over manipulated and the event was not due to a device defect.